Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the video system center, no image was obtained, even though several scopes were connected. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information and results of the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been about 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The reported event occurred during a therapeutic endoscopic mucosal resection, emr, procedure. The procedure was completed, and there was an unquantified time delay due to prepping of a separate room.